Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer was restrapped and the hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system did not power on or boot up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.